Event description:
In 2009, the lay pt contacted lifescan (lfs), alleging that her one touch ultra 2 meter was not turning on and she was unable to test her blood glucose. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The pt said she takes insulin three or more times per day and does not adjust the dosage. The pt said the product power issue with this subject meter first started nine months ago. The pt also reported a power issue with another one touch ultra 2 meter, which is documented separately. She claimed she became shaky and tired immediately after she was unable to test her blood glucose at 7:00 am this day. She denied receiving treatment. The csr documented that the meter batteries were replaced and the power issue was not resolved. The csr noted that the meter did not power on when the power button was pressed or when a test strip was inserted into the meter. The pt's products were replaced. This complaint is reported because the pt alleges the lfs meter would not turn on, she was unable to test her blood glucose, and afterward she became shaky, which can be a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.